Event description:
It was reported that the external pulse generator had a cracked screen. The generator was returned for service. There was no indication given of any patient involvement associated with this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display and display lens were broken. It was also noted that the upper and lower cases were broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard was damaged, the display was corroded, the main printed circuit board (pcb) was corroded and the battery flex was corroded.